Manufacturer narrative:
(B)(4). S/w version 2.9d. Retainer ring = clear. Pump case type: ngp. Customer returned pump due to pump error 43 on event date of (B)(6) 2022. Unit passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, displacement test. History/trace files downloaded successfully using thump software. Pump error 43 was present in the history download on event date of (B)(6) 2022 at 19:22:12.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor slide. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, battery tube threads - cracked, broken battery tube threads, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing. Pump error 43 confirmed due to moisture damage on motor. Damaged retainer ring noted. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had received pump error .an error in the motor was detected by reading unexpected value from hall sensor. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. Displacement test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.